Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The surgeon did not like the position or placement of the lens in the eye. The lens was removed with no patient injury. A competitor's lens was implanted. The reporter stated there was no product allegation, it was doctor's preference.

Manufacturer narrative:
(B) (4). (B) (4).